Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the needle 25ga 1in there was needle and syringe separate/spin out and leakage at connection site. The following information was provided by the initial reporter. The customer stated: "during injection the syringe separated from the luer needle and approximately 25% of the dose was wasted onto the patients skin and not administered via intramuscular injection. The needle was removed from the patients arm and observed to be intact."